Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being submitted due to the additional of lab evaluation 02mar2023

Event description:
Supplement report being submitted due to the completion of the investigation on 19-jul-2023.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c1823979 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 02 march 2023. Visual inspection: distal end of needle examined and no issue observed. Needle removed from device and proximal break observed below the sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract but needle does not move. Manufacturing records review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1823979 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1823979. Instructions for use and/ label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause was difficult to determine due to the limited information provided but could be attributed to the device being over torqued causing the needle to break proximally below the sheath extender after / during the advancement of the needle which then compromised the devices ability to retract the needle in to the sheath. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As initially reported to customer relations: a patient of unspecified gender and age underwent an eus procedure in which the echotip ultra endoscopic ultrasound needle, g31520, was used. After inserting the needle into the gastric nodule the needle would not retract back into the sheath. The physician finished the procedure with another of the same needle. Patient outcome: 1. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No 3. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No if yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No 6. Has the complainant reported that the product caused or contributed to the adverse effects? No please specify adverse effects and provide details. Patient/event info - notes 4.0 rpn prefix ¿ echo 4.1 for all complaints, ask: are images of the device or procedure available? No if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? None noted were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? None noted ¿ please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a if the device is a procore needle, is the device damage located at the notch / core trap? N/a ¿ if no, please specify where the damage is located: was gaining access to the target site difficult? Not specified by end user was the device used in a tortuous position? Not specified by end user was puncture of the target site difficult? Not specified by end user please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Gastric nodule if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. N/a please describe the size of the intended target site. Gastric nodule if not with the device in question, how was the procedure performed and/or finished? With another of the same device was the device damaged in packaging prior to removal? Not specified by end user was the device damaged on removal from packaging? Not specified by end user was force required to remove the device? Not specified by end user did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? None was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No ¿ if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Fujinon was resistance felt while inserting the device through the scope? Not specified by end user was the scope recently serviced / repaired? Not specified by end user when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retraction was the syringe used during the procedure, after the stylet was removed? Not specified by end user was difficulty experienced while retracting the needle? See event description was it possible to fully retract the needle into the sheath before removing the device from the patient? See event description was the endoscope in a flexed or twisted position at any time during the procedure? Not specified by end user was the stylet partially removed when advancing the needle into the target site? Not specified by end user how many samples were obtained (passes completed) with this needle? Not specified by end user did any section of the device detach inside the patient? No ¿ if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Not specified by end user was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Not specified by end user when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Not specified by end user if an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.